Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred between (B)(6) 2023 and (B)(6) 2023. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume intermates had air bubbles appear in the line. This was identified during patient infusion. The nurses disconnected the devices to remove the air and reconnected the devices to complete therapy. The devices contained imipenem/cilastatin (primaxin) 250mg in 100ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.